Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump was worn against the skin at the time of alarm. There was no adverse impact to customer's blood glucose level. Reportedly, the occlusion was cleared and insulin delivery resumed.